Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad of the insulin pump was not working properly. It was also reported that the time clock was always 5 minutes late. No further details provided. Blood glucose value was 86 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Act, esc, up arrow and b buttons did not respond due to corroded keypad traces. Unable to verify time/clock anomaly due to button keypad anomaly.